Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery set up, it was observed that the short attachment device was heating up. It was reported that there was no delay to the procedure, as an identical spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The short attachment device was evaluated and the reported condition that the device was heating up was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device failed cutter insertion assessment. During repair it was observed that the bearings were worn out and loose and created a situation where the cutter is not able to be inserted. It was determined that this was because the bearings are no longer in axial alignment and not allowing the cutter to pass through. It was further determined that the failure was caused by worn out bearings. The assignable root cause of this condition was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.